Event description:
It was reported that eight files separated on different pts two to three weeks prior to the report date indicated. In this particular event, the canal was filled with the separated piece in place. Pt information was not provided.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. A separated file and eight unused files were evalauted for land-width and diameter measurements and found to be in specification. Also, a DHR review was conducted and no abnormalities were noted. Please note that because the file was removed from its package prior to use, the exact lot number is unknown. The lot number indicated in block d4 correspond to the returned files and may, but do not necessarily, correspond to the file involved in this event. Please cross reference report numbers: 2320721-2005-00421, 2320721-2005-00423, 2320721-2005-00424, 2320721-2005-00426, 2320721-2005-00427, 2320721-2005-00428, and 2320721-2005-00432.